Event description:
A center director reported, a patient with stage two diffuse lamellar keratitis four days post lasik treatment. The patient reported burning, itching, watering eyes along with hazy vision; tears are not helping. The topical steroids were increased and an oral steroid was prescribed. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. The preventive maintenance was performed regularly. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100 % and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(6).

Event description:
Additional information received; the patient was switched from generic to name brand topical steroids which were tapered. The symptoms resolved by seven days post treatment.